Manufacturer narrative:
A piece of permacord was received and evaluated. Visual observation revealed that the suture is frayed with kinks, confirming the complaint. It was determined that this issue could have possibly occurred during assembly. Loading the sutures into the shaft of the inserter requires operators to use tools that might have contributed to this failure. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable. Awaiting device return.

Event description:
The permacord thread has been ripped in the knot in the middle. No pressure was used, no sharp instruments touched the thread. A new anchor has been used to successfully end the surgery. The procedure has been prolonged for 30 minutes. Additional information received via email from the affiliate on 3-30-16 the sales rep assumes a new bone hole had to be drilled. The sales rep will also send you the ripped thread for investigation.